Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false positive troponin I (tni) and ckmb results on one patient using triage profiler sob test. Senior nurse called from (B)(6) that was in (B)(6) at the time of testing on one patient. The patient was tested at 12pm on (B)(6) 2010, with negative tni and ckmb results. The patient was treated as non-cardiac event with no evidence of mi. Another sample was take at 5:30 pm with positive tni and ckmb. Repeat of same sample 30 minutes later gave lower positive results. Another sample was drawn and tested at 6am on (B)(6) 2010, which had a lower result that the previous day. A repeat testing of this sample gave a slightly lower positive result.